Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 4/16/2021, noted a correction to the 3500a follow-up #2 under g3. Date received by manufacturer as it reflected as 3/22/2021 and should have been 3/26/2021.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. It was reported that after the carto vizigo" 8.5f bi-directional guiding sheath small was inserted into the patients body, the hemostatic valve of the sheath was leaking blood when the dilator was removed. The product was replaced, and the issue was resolved. The procedure was successfully completed. No damage nor separation of the valve was observed. No air entered the patients body. Patients hemodynamics was not compromised. No intervention was required. Although no detachment was observed, this is being conservatively assessed as a MDR reportable hemostatic valve separation issue as it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve. Since theres no indication that the backflow blood was excessive, nor that patients hemodynamics was compromised or that any intervention was required; thus this event was not assessed as a patient event.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient¿s body, the hemostatic valve of the sheath was leaking blood when the dilator was removed. The product was replaced, and the issue was resolved. The procedure was successfully completed. No damage nor separation of the valve was observed. No air entered the patient¿s body. Patient¿s hemodynamics was not compromised. No intervention was required. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the device history record (DHR) for the lot number 00001474 has been received and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)